Manufacturer narrative:
The insulin pump was received with ink spots/bleeding lcd glass, scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and missing end cap sticker. The device functioned properly during functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and operating current tests. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error a couple of days back. She also reported that the display had several dots and it seemed like the lcd was leaking. Blood glucose value was 118 mg/dl. The alarm history showed a motor position encoder error alarm on (B)(6) 2014. The customer stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The insulin pump passed the displacement and self tests. The customer was unable to complete the rewind sequence. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.